Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. After standard femtolaser procedure, an area appeared in the lower part of the flap where the cut was irregular. Excimer laser could still be performed without any complications. After finishing the surgery, a contact lens was placed on the eye. Bandage contact lens was removed one week later. The patient has excellent vision and does not require any additional treatment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the thickness of the flap is less than programmed and has been happening for a month now. Additional information was received. Only the patient's principle eye was affected. New information was received. Left eye was affected. A peripheral rupture was reported but surgery was performed without any set backs. The cuts were reviewed and look to have been right. There are multiple related reports for this facility. This report addresses patient acb's left eye and other manufacturer reports will be filed.